Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose in (B)(6) 2016 with a blood glucose of 450 mg/dl due to gastroparesis. The customer experienced symptoms such as vomiting. The customer was treated with manual injection since treating via insulin pump therapy was ineffective. The customer was wearing the insulin pump during the hospitalization. The patient's blood glucose at the time of call was 215 mg/dl. The insulin pump will not be returned for analysis.